Event description:
It was reported that the handpiece began overheating during a podiatry case. There was no reported pt or user injury, and the case was completed successfully.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.